Event description:
Following a successful adiana permanent contraception procedure using a pressure infusion cuff, a 2,000 cc deficit of glycine was noted. Approx 10 minutes later, the pt had "cramping type pain" and an ultrasound revealed fluid in the abdomen (amount unk). The pt was then admitted to the hospital and given 40 mg of lasix (furosemide). A sonogram diagnosed a "likely perforation". After the pt "voided 200 ml of urine", the pt was discharged on (B)(6) 2011. On (B)(6) 2011, the pt "complained of distension and lack of appetite" with no pain and on (B)(6) 2011, it was reported that she was "fine".

Manufacturer narrative:
Lot and serial number of the disposable devices not provided by the complainant; therefore, the expiration date of the disposable adiana devices are not known. Serial number of the radio frequency generator not provided by the complainant. Neither the device nor radio frequency generator is being returned; therefore, a failure analysis of this adiana system can not be completed. Lot and serial numbers not provided by the complainant; therefore, the manufacture date of the disposable devices and radio frequency generator is not known. Based on the information obtained to date, no direct correlation can be made between the reported event and the adiana system. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency generator as lot and serial numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: nonionic hysteroscopic distention medium (e.g. 1.5% glycine, 3% sorbitol, 5% mannitol) intake and outflow should be monitored. Any system delivering high pressure inflow to a pt increases the risk for fluid absorption and electrolyte imbalance (hyponatremia). To reduce the risk of hypervolemia, the procedure must be terminated if the fluid deficit exceeds 800 cc. (B)(4).